Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the foreign objects was present in the foreign material in distal end (c body) could not be established. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the evaluation of the device, the service repair technician team indicated that foreign material in distal end (c body) was found and the acoustic lens was damaged. There was no patient involvement.